Event description:
It was reported that a physician called medical services and support, reporting that a pt with vena cava filter had several limbs outside of the caval wall. He would like to retrieve it, but is not sure that it would be easily of safely achieved. He was given contact info for a phone consultation. No pt injury was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample has not been returned for evaluation as it remains implanted. It is unk if pt or procedural factors contributed to this event. Based on the info received, the results of the investigation are inconclusive and the root cause is unk. Numerous attempts were made to obtain additional info, but to no avail. The current IFU (instructions for use) for the device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall.